Event description:
(B)(4) heavy, painful periods with heavy clotting, anemia (iron 9 ng/ml on (B)(6) 2015), low b12, significant hair loss, constant lower abdomen bloating, uterine fibroids (found (B)(6) 2015 by ultrasound), exhaustion, migraines, weight gain. Was told either placing an iud or hysterectomy would solve.